Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient underwent a right spermatic cord denervation under microscopic surgery. At the end of the procedure, a small discoloration to the patient's abdominal skin was noted inferior to the incision. The surgeon suspected the electrocautery device contacted the metal hemostats causing an arc resulting in a 3rd degree burn to the patient's groin. The burn required debridement.